Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient diagnosed with an osteoporotic compression fracture underwent a balloon kyphoplasty procedure (bkp) at l1. During the inflation of the ibt (inflatable bone tamp), the balloon began leaking contrast. A new ibt was used to complete the procedure successfully. No fragments of the balloon were left in the patient and no allergic reaction was observed in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.